Event description:
Dealer had a three legged seat cane with at broken seat bracket for some time before reporting it to ems. They did note that there were no injuries to the previous user but personal details were not recorded by dealer at the time of return.